Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the incident device on-site. Spacelabs is following up with the fse to get more information. Full disclosure data was provided by the customer. Investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a patient monitor model 91370 failed to alarm on ventricular fibrillation (v-fib)

Manufacturer narrative:
Spacelabs received a report that a patient monitor failed to alarm on ventricular fibrillation (v-fib). Patient was shocked with defibrillator and converted to a sinus rhythm. Upon receipt of the complaint, a spacelabs field service engineer went on-site and tested the incident patient monitor, which functioned to specifications. We reviewed the full disclosure (ics) database that was provided by the customer. The data indicates that monitoring was initiated at 6:52 am on (B)(6) 2014. ECG processing was then suspended at 7:36 am, as documented by an "[sp" marker on the waveform indicating that the user suspended processing of ECG. When ECG processing is suspended, alarm notifications for all ECG alarms are inhibited and the message ¿ECG processing suspended¿ is displayed on the monitor as a visual reminder. The data identifies that clinician never removed the suspension. After the "[sp" marker appears, there is no additional heart rate data. The data does not include a processing resumed marker "sp]", which would have been present if processing was resumed. At 8:53:15 am the rhythm changed from normal sinus rhythm to ventricular tachycardia which then quickly changed to ventricular fibrillation. Several more episodes of v-fib occurred, with a total of 6 defibrillator discharges before normal sinus rhythm was resumed. We have concluded product did not malfunction and the absence of an alarm notification for the episode of ventricular fibrillation was the result of ECG processing being suspended. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor, model 91370, failed to alarm on ventricular fibrillation (v-fib).